Manufacturer narrative:
The information provided is limited at this time and it is unclear what the contact¿s ¿current health issues¿ are or why they are requesting information on the product. Based on the information available, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2023) is estimated based on information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, "trying to get technical spec and IFU for the marlex mesh from cr bard for some current health issues."